Manufacturer narrative:
(B) (4): customer declined physio-control's repair offer and informed that they will be repairing the device. Follow up with reporter found that customer is waiting for repair parts. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that the therapy connector was pushed in and broke the front case holding around it. The reported damage to the front case assembly will not maintain the therapy connector position and the therapy cable could not be attached to the device and provide defibrillation therapy. There was no report of pt use associated with event.